Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
Pull wire remained in the anchor. Per additional information received, the pull wire was removed from the anchor and the procedure was completed successfully.

Manufacturer narrative:
Please note that the initial report's type of reportable event was malfunction. Per investigation results, the pull wire and pull wire assembly to the lever were intact, but the expansion cylinder had pulled out of the anchor body. The expansion cylinder pulling out of the anchor body may cause user inconvenience but is not likely to result in any safety concerns. The procedure was completed successfully with no medical intervention, surgical delay, or adverse consequences. This should not result in any adverse consequences if it were to recur. Therefore making this event not reportable. Alleged failure: the internal wire did not disengage from the anchor when the gold handle was deployed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) not enough force applied or 2) user unfamiliarity with device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
Please note that the initial report's type of reportable event was malfunction. Per investigation results, the pull wire and pull wire assembly to the lever were intact, but the expansion cylinder had pulled out of the anchor body. The expansion cylinder pulling out of the anchor body may cause user inconvenience but is not likely to result in any safety concerns. The procedure was completed successfully with no medical intervention, surgical delay, or adverse consequences. This should not result in any adverse consequences if it were to recur. Therefore making this event not reportable.